Manufacturer narrative:
After further assessment, there is a correction to the initial event. Under the list of adverse event was found in this article, bwi originally mentioned - patient pv stenosis (pulmonary veins stenosis - catheter-thermocool sf) two times in this report. However it should state, patient had stroke (cerebrovascular accident ¿ catheter - thermocool sf).

Manufacturer narrative:
(B)(4).

Event description:
This complaint is from literature source. From the article -1 patient had tia (transient ischemic attack -catheter smarttouch) the author¿s opinion is that this event is directly related to the ablation. Multiple attempts were done to request for further details of the event. However, no additional information has been provided. Title: relationship between contact force sensing technology and medium term outcome of atrial fibrillation ablation: a multicenter study of 600 patients the goal of this study was to test the hypothesis that use of cfs is associated with lower fluoroscopy times and improved freedom from arrhythmia in the medium term following first time paroxysmal and non-paroxysmal af ablation. One patient had atrioesophageal fistula leading to death (catheter-thermocool sf). One patient pv stenosis (pulmonary veins stenosis - catheter-thermocool sf). One patient had pv stenosis (pulmonary veins stenosis - catheter-thermocool sf). Two patients phrenic palsy catheter (catheter-thermocool sf). Eleven patients had femoral complications (hematoma- catheter-thermocool). Seven patients had pericardial drains (cardiac temponate -catheter smarttouch).